Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, during a staged 29mm sapien 3 with alterra prestent case, the patient was fluoroed prior to the procedure to make sure there was no migration of the alterra. No migration was found, though while examining the alterra, it was found to have three fractures. A coda balloon was inflated to see what would happen with the fracture, which resembled a hinged trap door. After close scrutiny the team decided to proceed with the valve. A 29mm sapien 3 valve was deployed within the alterra without incident. The team measured a gradient, and it was found to be two. There was trace pal (para-alterra leak). The physician stated the fractures occurred within 24 hours. The patient left the cath lab with stable vitals and was sent to recovery. The patient was doing well.

Manufacturer narrative:
The device remains implanted and was, therefore, not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events reported for prestent fracture from the same work order. During manufacturing of the alterra prestent, the prestent and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Procedural imagery was provided and the alterra prestent was observed to successfully deploy during the initial procedure. No fractures were observed on the deployed prestent. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage of the alterra prestent system. If a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered. The physician do not mishandle the delivery system or use if the packaging sterile barriers and any components have been opened or damaged, the expiration date has elapsed, or the delivery system cannot be flushed. Medical follow-up is advised so that device related complications can be diagnosed and properly managed. Determine ideal location of the distal and proximal shoulders. Ensure the ideal landing zone is within sizing parameters. Identify existing structures within rvot and landing zone. Inflow is critical for prestent sealing. Ensure fabric covered portion of prestent does not cover pulmonary branches. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with frame fractures. The pra documents the frame fractures, resulting in ongoing patient monitoring, which did occur during this event. Since no edwards defects were identified, no corrective/preventative actions are required. The frame strut fracture was unable to be confirmed as the applicable imagery was not provided for evaluation. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event.